Manufacturer narrative:
The technician found the head of the bed not going down when the CPR lever is used due to the CPR valve failing. He replaced the CPR valve to repair the bed.

Event description:
The accounts maintenance alleged the CPR function is not working.